Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile 230cc on the left, and 290cc on the right. Saline breast implants which the left side deflated after implantation. The report indicated patient came in with a little of soreness on the left side, and it looked a little smaller. Patient felt the left breast had become smaller than the right and the pain symptoms persisted, patient had developed pain and burning after being injured by a dog. Doctor confirmed during (B)(6) 2019 left deflation. Patient mentioned she had some respiratory issues, skin issues, and thyroid issues over the years. As a result patient had the implants removed with no replacements on (B)(6) 2019. This report is for the right side.